Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient began duodopa therapy in (B)(6) 2020. During a home visit on (B)(6) 2023 due to a peg tube leak of duodopa therapy, a nurse reported that the patient was hospitalized last week due to deterioration and pneumonia and was discharged on (B)(6) 2023. Upon further inspection, the nurse did not detect any leaks and the tubing could no longer be mobilized, even under moderate pressure. The patient was diagnosed with a buried bumper and removal of the tubing was scheduled. During another requested home visit on (B)(6) 2023, the nurse noted massive discharge from the stoma and stated that it was probably an internal abscess that has now burst open due to manipulation and the attempts to mobilize the tubing. The patient underwent a dressing change with topical oct & sept several times per day. The nurse also stated that the patient's rigidity was due to the massive infection and previous pneumonia. On (B)(6) 2023, the spouse reported that the patient is no longer available and cancelled the tubing replacement as he was receiving morphine for severe pain.